Event description:
The customer reported two pt incidents on the same phoenix machine, where the pts displayed symptoms of low sodium and cramps. Both pts were taken to the hosp after each incident. The customer's biomedical rep determined the conductivity of the machine was out of calibration.